Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Follow-up communication with the customer confirmed that the missing magnet had been located. The complained pump cover was discarded by the user and was not available for further investigation. A replacement pump cover was provided to the facility. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. This is a known issue. As corrective action, (B)(4) has been opened to perform a design change that will address this issue, and (B)(4) has already been implemented as a correction. Pump cover discarded by user.

Manufacturer narrative:
The correct follow-up type for follow-up 1 is "additional information."

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that, during setup, the magnet was found to be missing from the pump cover. There was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group received a report that, during setup, the magnet was found to be missing from the pump cover. There was no pt involvement.